Event description:
It was reported that in 2003, the pt went to hospital to report not being able to hear any sound with the implant. Telemetry measurements showed 'poor coupling'. The processor was replaced but the pt was still not able to hear.